Event description:
This patient's case was published in "circulation, 2011; 123:2382-2391." The patient was listed as (B)(6) regarding positive vessel remodeling and stent fracture. The patient was (B)(6). Follow-up cag was conducted at (B)(6) hp three months after stent implantation and the stents were patent. During the cag, pss (peri-stent contrast staining) was observed in the cjs33300 implanted at in the mid rca and the cjs23350 implanted at the proximal to mid rca. The vessel at the site of pss was expanded to a diameter of approximately 5-6mm. Ivus was not conducted. At the same time, stent fracture was confirmed at the implanted stents in the mid rca, with the 3.0x33mm stent implanted during the index procedure in the mid rca. No treatment was conducted for the pss and the stent fracture. One year later, the patient complained of breathing difficulty and chest pain. Coronary angiography was conducted and thrombus was observed in the all of the implanted cypher. To treat the thrombus, aspiration was conducted and poba was conducted with a balloon (maverick 3.5/30mm) at 12-16atm from the distal end of the rca. Due to a large amount of thrombus, it could not be confirmed if the pss had remained. Ivus was conducted, but it could not be confirmed if the external elastic membrane area was enlarged. The patient was discharged from the hospital 5 days later. The physician's comment was that the cause of the thrombotic event was because anti-platelet medicine was reduced. The possible causes of the pss were the stent fracture, characteristics of sirolimus; delayed endothelialization of the stents, the effect of large vessel diameter, younger age, and the effect due to cto lesion. The cause of the stent fracture was unknown.

Manufacturer narrative:
During the initial procedure, the patient presented to cath for elective treatment of a totally occluded de novo lesion in the proximal to the distal right coronary artery (rca) and the posterior descending artery (pda) of 120mm in length in a 2.8-3.7mm vessel diameter at a bifurcation. The vessel was classified as type c. Pre-dilatation was conducted with a 2.5/20mm balloon at 8atm at the pda and with a 3.0/20mm balloon at 10atm for 19 seconds. The first stent, a 2.x18mm cypher, was implanted at 14atm for 6 seconds in the pda. Then a 2.5x18mm cypher was implanted at 22atm in the 4av. A third stent, a 3.0x33mm cypher was implanted next at 14atm in the distal rca and the pda, overlapping with the second cypher. The bifurcated portion was treated by the modified t stenting. Post-dilation was conducted with a 2.5x20mm balloon at 18atm at the pda as well as with a 3.0x20mm balloon at 16atm. Ivus was not conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual diameter stenosis measured 0%. Act was not measured. Next, pre-dilatation was conducted with a 3.0x20mm balloon at 10atm in the proximal to the mid rca. A forth stent, a 3.0x33mm cypher was implanted at 22atm, proximal to the 3rd cypher. A 5th cypher, a 3.5x23mm was implanted at 22atm, proximal to the 4th cypher. Then a 6th cypher, 3.5x23mm was implanted at 22atm, proximal to the 5th cypher. Concomitant devices(index): pre-dilatation: 2.5/20mm balloon, 3.0/20mm balloon, 2.x18mm cypher (pda). Stents implanted 2.5x18mm cypher (4av), a 3.0x33mm cypher (distal rca and the pda, overlapping with the second cypher). Post-dilation: 2.5x20mm and 3.0x20mm balloons. Pre-dilatation: a 3.0x20mm balloon proximal to the mid rca. Stents: a 3.0x33mm cypher (mid rca), 3.5x23mm (mid to distal rca) and 3.5x23mm (distal rca). Concomitant medications (index): anti-platelet therapy conducted is the following: aspirin 160mg/day: (B)(6) 2004 - (B)(6) 2006, ticlopidine hydrochloride 200mg/day: (B)(6) 2005, cilostazol 200mg/day: (B)(6) 2005 - (B)(6) 2006, sarpogrelate hydrochloride 300mg/day: (B)(6) 2005 - (B)(6) 2006, ethyl icosapentate unk mg/day: (B)(6) 2006, heparin 10,000u: (B)(6) 2005; ticlopidine hydrochloride was changed to aspirin and sarpogrelate hydrochloride due to side effect. Administration of aspirin and sarpogrelate hydrochloride were stopped due to gastric distress. Cilostazol was change to ethyl icosapentate after thrombotic event. Please note that the lot number listed is unknown. However, there are two possible lot numbers, i0105049 or i0105166. The product remains implanted and is thus not available for evaluation. A device history review is pending and will be submitted within 30 days upon receipt. Please note that the thrombotic event was previously reported for the six devices under manufacturing report numbers 9616099-2006-00974 (2 cjs33300 devices), 9616099-2006-00975 (2 cjs18250 devices) and 9616099-2006-00976 (2 cjs23350 devices). The stent fracture event is reported under a new product issue created for one cjs33300 under manufacturing number 9616099-2011-00675 and is associated with one product only.

Manufacturer narrative:
The complaint received was published in "circulation, 2011; 123:2382-2391." The patient was listed as (B)(4) regarding positive vessel remodeling and stent fracture; and was found to have in-stent thrombosis and late stent malapposition. The patient was (B)(6). During the initial procedure, the patient presented to cath for elective treatment of a totally occluded de novo lesion in the proximal to the distal right coronary artery (rca) and the posterior descending artery (pda) of 120mm in length in a 2.8-3.7mm vessel diameter at a bifurcation. The vessel was classified as type c. Pre-dilatation was conducted with a 2.5/20mm balloon at 8atm at the pda and with a 3.0/20mm balloon at 10atm for 19 seconds. The first stent, a 2.x18mm cypher, was implanted at 14atm for 6 seconds in the pda. Then a 2.5x18mm cypher was implanted at 22atm in the 4av. A third stent, a 3.0x33mm cypher was implanted next at 14atm in the distal rca and the pda, overlapping with the second cypher. The bifurcated portion was treated by the modified t stenting. Post-dilation was conducted with a 2.5x20mm balloon at 18atm at the pda as well as with a 3.0x20mm balloon at 16atm. Ivus was not conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual diameter stenosis measured 0%. Act was not measured. Next, pre-dilatation was conducted with a 3.0x20mm balloon at 10atm in the proximal to the mid rca. A forth stent, a 3.0x33mm cypher was implanted at 22atm, proximal to the 3rd cypher. A 5th cypher, a 3.5x23mm was implanted at 22atm, proximal to the 4th cypher. Then a 6th cypher, 3.5x23mm was implanted at 22atm, proximal to the 5th cypher. Follow-up cag was conducted at (B)(6) hp three months after stent implantation and the stents were patent. During the cag, pss (peri-stent contrast staining) was observed in the cjs33300 implanted at in the mid rca and the cjs23350 implanted at the proximal to mid rca. The vessel at the site of pss was expanded to a diameter of approximately 5-6mm. Ivus was not conducted. At the same time, stent fracture was confirmed at the implanted stents in the mid rca, with the 3.0x33mm stent implanted during the index procedure in the mid rca. No treatment was conducted for the pss and the stent fracture. One year later, the patient complained of breathing difficulty and chest pain. Coronary angiography was conducted and thrombus was observed in the all of the implanted cypher. To treat the thrombus, aspiration was conducted and poba was conducted with a balloon (maverick 3.5/30mm) at 12-16atm from the distal end of the rca. Due to a large amount of thrombus, it could not be confirmed if the pss had remained. Ivus was conducted, but it could not be confirmed if the external elastic membrane area was enlarged. The patient was discharged from the hospital 5 days later. The physician's comment was that the cause of the thrombotic event was because anti-platelet medicine was reduced. The possible causes of the pss were the stent fracture, characteristics of sirolimus; delayed endothelialization of the stents, the effect of large vessel diameter, younger age, and the effect due to cto lesion. The cause of the stent fracture was unknown. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stent fracture is a known potential adverse event associated with cypher stent implantation procedures and is listed in the IFU (instructions for use) as such. There are multiple factors that can contribute to stent fracture in the coronary arteries. The coronary arteries are very dynamic vessels that undergo biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that stent fractures occur in cases of multiple stents and overlap related to an abnormal stress area that is created positive vessel remodeling and in-stent thrombosis are known potential adverse events associated with coronary stent implantation. Positive vessel remodeling may occur after stent implantation due to the outward radial pressure of the stent on the vessel walls. This may lead to poor stent apposition/malapposition, increasing the chances of thrombosis in the resultant gaps between the stent and vessel wall. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. . Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. The patient's dual anti-platelet medication regimen had been altered. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion, patient and procedural issues may have all contributed to the reported events. Please note that the thrombotic event was previously reported for the six devices under manufacturing report numbers 9616099-2006-00974 (2 cjs33300 devices), 9616099-2006-00975 (2 cjs18250 devices) and 9616099-2006-00976 (2 cjs23350 devices). The stent fracture event is reported under a new product issue created for one cjs33300 under manufacturing number 9616099-2011-00675 and is associated with one product only.